Event description:
A physician reported a pt who was treated on 10/30/97 in the left nasolabial fold. The physician noted sudden blanching and a "dusky" color appearance at the treatment site. The physician diagnosed a vascular occlusion and applied topical nitroglycerin paste and massaged the area for about 1 hr. On 10/31/97, the physician spoke to pt who reported that the treatment site was very swollen and uncomfortable. On 11/3/97, the pt presented with a crust formation on the nasolabial treatment site, and the physician prescribed oral zovirax.